Event description:
Before the revisions surgery, it was reported that the lps construct assembly had fallen apart. Upon revision, it was found that the dovetail component had broken, and hence, the screw as well.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.